Manufacturer narrative:
The device was not removed. A review of the diagnostic data showed no indications of a device malfunction. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient passed away. There were no reports of device-related issues from the patient prior to the passing and the patient had been receiving effective pain relief from the device. It was suspected that the patient passed away due to bleeding ulcers in the intestines and it was not related to the device or therapy. Nevro attempted to confirm the medical assessment from the physician but no additional information was available.